Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt felt warmth at the ipg site after one hour of recharging. Shortly thereafter, the area was bruised and sensitive to the touch. There was no reported redness, however, there was some swelling and discomfort. The pt further reported, he had a headache in the back of his head on the side where the ipg is located. The pt has been using pain patches since implant and recently discontinued use. A physician follow-up is scheduled for a future date to determine the next course of action.